Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the maquet logo on the acrobat suv vacuum stabilizer system, st, came off. A replacement was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010 for investigation. Visual inspection revealed that the maquet logo plate was detached from the device and intact. There was no evidence of blood. Based upon the received condition of the device, the reported complaint "logo came off" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).